Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the hip arthroscopy with acetabular labrum repair, the implants of the ar-3602h-1 (case (B)(4)) failed to achieve adequate bone fixation and subsequently pulled out. Additionally, the blue suture of one ar-3636h-1 (case (B)(4)) became jammed, preventing the loop from being tightened. For another ar-3636h-1 (case (B)(4)), the suture was severed by the inserter. Furthermore, two implants of the ar-3636h-1 (case (B)(4) and case (B)(4)) failed to achieve adequate fixation and pulled out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with new devices from arthrex and stryker. It was not necessary to switch the surgical technique or do a second surgery.